Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the wocn nurse stated that 5 separate injuries related to purewick flex since december. Customer stated that 2 of the injuries were stage 2 pressure injuries, one was a stage 3 pressure injuries, and one was unstageable and for 5th injury. All were linear in shape and either near penis or rectum. Customer required follow up as soon as possible. Customer stated that they had pictures but was unable to email them.